Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported impact to the customer's blood glucose level. A syringe needle change was performed resolving the issue. Additionally, customer reported that multiple cartridge alarms occurred during basal delivery, and during the load sequence. Reportedly, customer continued to use the pump for insulin therapy.